Event description:
The clinician reports the implant was inserted 2020-09-08 in ada 29. On 2020-11-10, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.